Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that a month following an intraocular lens (iol) implant procedure, the began to see black lines and crescent shaped black circles in her temporal vision. A yag laser was performed, but she continues to see them. She was referred to a retina and neuro specialist but they did not detect any problem with her eye. The lens remains implanted.